Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed, the surgeon suspects metallosis on the native patella. This adverse event was solved by revision surgery on (B)(6) 2022 to explant and replaced the gii c/r art ins sz 1-2 9mm. The current health status of patient is unknown. No further information is available.

Manufacturer narrative:
H10, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to the ¿surgeon suspects metallosis on the native patella¿. Per the complaint form, this adverse event was solved by a right knee revision¿"patella only", which was replaced with oval gii size 29. However, the form documentation also shows the poly was revised, as well. Responses to the requests for complaint clarification were not received as of the date of this medical investigation and it was communicated that no further information was available. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported patella and insert revisions could not be determined and the reported metallosis could not be confirmed. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that metal sensitivity or allergic reactions in patients following joint replacement have been reported as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.